Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 2700-030, adult tape ECG cleartrace 2 rtl conductive adhesive gel device was being used on an unknown date during an unknown procedure when it was reported ¿patient has the post-study electrodes removed to perform a bath and burn-type injuries are evidenced.¿ further assessment questioning was attempted, however, to date no further information is available at this time. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported injury of the patient obtaining an unknown degree of burn.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised during surgical procedures place ECG electrodes and leads as far as possible from the electrosurgical site to minimize rf current flow through the ECG electrodes. Placement is important in reducing the potential for patient harm in the event of a defect in the dispersive electrode. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 2700-030, adult tape ECG cleartrace 2 rtl conductive adhesive gel device was being used on an unknown date during an unknown procedure when it was reported ¿patient has the post-study electrodes removed to perform a bath and burn-type injuries are evidenced.¿. Further assessment questioning was attempted, however, to date no further information is available at this time. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported injury of the patient obtaining an unknown degree of burn.